Event description:
The patient reported they experienced pain. Patient stated they suspected a herniated disc; pinched nerve. Patient stated the catheter was too high in her neck and was not delivering the medication to the right place. Patient stated the medication was causing her to have a bad headache all the time. A CT was planned because she had been falling. A CT scan with dye was done of their hips and revealed herniated and ruptured discs. Patient indicated that the "pump needs some work." The pump was implanted in another state. The patient considered relocating to find a hcp to manage their care. The next refill was due (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's previous treating physician in (B)(6) was no longer managing the patient; the local hha had been filling pump under written order from new pcp (primary care physician) in (B)(6). Patient had reported a change in therapy effect. Pcp suspected a catheter "pinch" or kink. A diagnostic CT scan was to be done to verify current condition of catheter. Patient had bcbs and refills were 6-7 weeks apart. Refilling with saline was considered but it was stated that the patient must agree to wean off etc. Currently there was no physician to assume patient's care or write the order for filling the pump; pcp would no longer write order. Physician options were being looked into. Drug delivered via the device was morphine.